Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller was attempting to update the patients profile in the remote monitoring network; however, a message displayed indicating that the patient device serial belongs to alternative patient in the network. The caller contacted the field representative to have the device serial number corrected. The network remains in use. There was no patient involvement.